Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 actual 28, chiller temperature (t4) was 32.0, no water in chiller tank. Failed mixing pump, requested a quote for 2000-hour service. Per sample evaluation results on (B)(6) 2025, primed to fill, tank seals torn and cracked. O-rings on chiller pump leaking around the old seals.